Event description:
On (B)(6) 2018, a 31mm epic valve was implanted. On (B)(6) 2019, abbott was made aware from patient device tracking that the patient expired. The date of death was (B)(6) 2018. Additional information has been requested.

Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 31mm epic valve was implanted. On 04 january 2019, abbott was made aware from patient device tracking that the patient expired. The date of death was (B)(6) 2018. Additional information has been requested.